Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister that was itchy, open, had loose skin, and would not heal. Multiple follow up attempts were unsuccessful. The medical outcome is unknown.